Event description:
During a mitraclip procedure, a pericardial effusion occurred requiring pericardiocentesis and surgery. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When the first clip used xtw mitraclip was advanced to the left ventricle, blood pressure dropped from 80mmhg to 50mmhg. It was thought the blood pressure drop was transient mr exacerbation from the clip being in the ventricle, so the procedure continued. After the clip had grasped successfully, there was no improvement in the blood pressure. Echocardiograph imaging revealed a pericardial effusion around the lateral side of the heart and right atrium, suggesting cardiac tamponade. The clip was implanted successfully and then pericardiocentesis was performed. The steerable guide catheter was then removed and protamine was administered. The pericardial effusion was not showing signs of resolving, so a thoracotomy was performed. During the thoracotomy, left atrial perforation was confirmed from the cranial direction and the posterior wall side of the left atrium, and the increase in pericardial effusion stopped with a patch. A new steerable guide catheter was inserted and a second xtw mitraclip was implanted successfully, reducing mr to trace. The physicians presume that the cause of the perforation was that the swartz introducer. The swartz introducer could not be inserted into the pulmonary vein entrance before the super stiff wire was inserted due to the patient's large size. The wire or swartz introducer interfered with the left atrium wall while the super stiff wire was being placed in the pulmonary vein.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.